Event description:
A us customer, (B)(6), reported xtag rvp fast ivd kit, lot # ik025-0003, having missed 1 flu a positive sample result from a pt who died from a flu-related illness (case #1). The pt was a pediatric pt with multiple health issues, including bone marrow problems. The investigation indicated that the sample was type used, bal (bronchial alveolar lavage), was inconsistent with instructions for use in the package insert. Investigation also showed the volume of sample extracted (360 ul) and method of extraction used (magnapure 96) were also inconsistent with the package insert instructions for use. The initial testing of the pt sample was by culture, which was positive for h1n1. The xtag rvp fast ivd was used as a confirmatory reflex test following the positive culture result and it gave a negative result for the sample being tested. Rvp fast kit results were not reported to the physician. In that same carolinas medical center report, a second case (case #2) was reported where the xtag rvp fast ivd kit, lot # ik025-003, missed 1 flu a positive pt sample result from a pt who had died sometime in (B)(6) 2012. The event was not reported by the customer at that time and the info was filed by (B)(6) to an off-site storage facility. No info on the cause of death was provided. The nasopharyngeal swab sample type used for this case was consistent with the package insert instructions for use. The extraction method, however, is suspected to have been inconsistent with the package insert but was not confirmed by the customer. The customer is not willing to share any more info or data on this second case. It is also suspected that the customer was not using the ivd software provided with the xtag rvp fast kit but this could not be confirmed. These events were communicated to luminex by abbott molecular (a distributor of the luminex rvp products).

Manufacturer narrative:
For case #1 (xtag rvp fast test results not reported to the physician), customer will receive a reminder notice that they must follow the ivd package insert instructions for use. For case #2, since no further info can be obtained by the distributor from the customer, luminex is attempting to reach out to the customer ((B)(6)) to obtain additional info.